Event description:
On (B)(6) 2012, husband reported the patient has experienced rashes due to the infusion set adhesive. This has been an ongoing concern over the past 6 months, and her physician prescribed medication on (B)(6) 2012 to treat the rash. The infusion set is changed every 3 days. Husband was advised on using an adhesive barrier to protect patient's skin. The alleged infusion sets were discarded and will not be returned for evaluation. Follow-up was completed with husband on (B)(6) 2012, and he was not aware of any further issues.